Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated during a routnine followup examination 76 months post implant. The device was imaplanted abdominally. The patient was reported to have received radiation treatment for prostate cancer. The device was explanted. A new ICD was successfully implanted.